Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the chipped adhesive or discoloring of the adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. The root cause could not be identified for the foreign material. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited chipped adhesive around the objective lens; discoloration of the adhesive around the light guide lens; and foreign objects in the server plug-in (z-block), forceps elevator, air/water cylinder, air/water tube, and inside of the light guide lens. There was no patient involvement.